Manufacturer narrative:
Approximate age of device- 1 year and 7 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic with low speed advisory and confirmed pump stoppage on (B)(6) 2018. The alarms may be associated with a short to shield within the patients drive line. X-rays submitted are unremarkable. The patient was admitted to the hospital and on (B)(6) 2018 underwent a distal end percutaneous lead (driveline) repair. No additional was information provided.

Manufacturer narrative:
The explanted pump and replaced segment of the driveline were returned for evaluation. The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop event that was captured in the submitted log file. The pump was returned assembled with the driveline (dl) severed approximately 8 inches from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft bend relief and outflow graft were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. A distal end driveline replacement was performed by a technical services representative on 9aug2018. Approximately 16 inches of the external portion/distal end of the driveline was returned for evaluation. The silicone jacket had been cut lengthwise up to 1¿ from the metal connector. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Damage to the silicone jacket was observed 0.25 inches from the metal connector. The clear bionate and metal shield layers appeared unremarkable. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed 7¿ from the pump housing. Breaches in the orange, brown, and black wires were observed 7¿ from the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppage. The system also had the potential for an electrical short to occur on battery power and cause an interruption in pump function if the exposed conductors of both compromised wires made simultaneous contact with the braided shield. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported on (B)(6) 2018 that the patient underwent a pump exchange due to an internal driveline fracture.